Event description:
We were informed from our customer, (B)(6), that their customer (B)(6), had rec'd medwatch report, under (B)(4). A (B)(6) underwent circumcision using a mogen circumcision clamp, physician did not notice anything unusual during the procedure, placed clamp and pushed penis down in the clamp to obtain foreskin. The physician believed she had obtained the foreskin and removed foreskin, immediately after removal, baby started bleeding, pressure applied with surgical. Pt transferred to nicu where it was noted that 1/3 of the glans had been removed and urethra damaged. Also, all mogen clamps are identified by labeling to identify whether they are the adult or child size. Adult size is not intended for child.